Event description:
It was never determined who told her that. Her rhythm was sinus at 90bmp. Interrogation showed that she paces in the atrium 1.1% and ventricular paces 0.4%. Lead warnings on both leads for low impedance. Atrial oversensing was note on some episodes. Leads are old and will be replaced when she has upgrade to ICD when the hospital is able to do elective procedures again. Both leads function in pacing and sensing. She was discharged. Atrial lead warning noted from (B)(6) 2019 for low impedance. Ventricular lead warning noted from (B)(6) 2020 for low impedance. At rial paced: 1.1% ventricular paced: 0.4% unable to confirm atrial capture on magnet egm. 728 atrial high rate episodes most recent on (B)(6) 2021 at 10:16 am. Possible atrial oversensing noted on some egms. Email and page sent to on call rep to contact facility to discuss. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).